Event description:
Pt has been on chronic dialysis since 1/2000. On event date pt presented for dialysis with no complaints. Pt's dialyzer was an af220. One and a half hours into treatment pt became unresponsive. Dialysis was stopped and pt given saline with return of pulse and bp. Transferred to hosp by ambulance where pt subsequently died. Diagnosis was acute mi and sepsis. On 10/18/01, af220 dialyzers were recalled by baxter.